Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non product experience. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was explanted due to elective replacement. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damaged.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to elective replacement. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to elective replacement. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was explanted due to elective replacement. Amending MDR decision to MDR=no report.